Event description:
A customer contacted beckman coulter inc. (Bci) regarding an incident with the use of the au400 chemistry system. The customer stated that the lid fell on her head during a startup. There was no injury and no medical attention required.

Manufacturer narrative:
The gas springs for the top lid were checked on semi-annual preventive maintenance (pm) in (B)(4) 2009. At the time, the gas spring did not fail as per the pm procedure. A field service engineer (fse) was on-site for this event and replaced the gas spring.